Event description:
Meter name: one touch basic. Strip name: one touch. Meter code: unknown strip code: unknown. Strip storage: unknown. Symptoms: sweating, headache, weakness. A pt reported they were not able to get any readings today. Their meter allegedly had no power. The result on their meter was: unable to test. The result on the: unknown. The time difference between pt's meter and no comparison. Treatment was: not treated. No further info has been reported.